Manufacturer narrative:
H6: medical device problem code 1157, present on the initial MDR, removed.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported gripper actuation issue and poor image resolution appear to be due to procedural conditions. The clip caught on chordae (entrapment of device) appears to be due to troubleshooting maneuvers and poor image resolution. The slda appears to be due to the procedural condition of the clip caught on chordae due to both leaflets partially grasped because the clip could not be removed. A cause for the unchanged mr cannot be determined. Mr is listed in the mitraclip instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Lastly, the reported unexpected medical intervention, hospitalization and surgical intervention were results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issues, entrapment of the clip, and clip detaching from one leaflet requiring surgical intervention. It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 3-4. The clip delivery system (cds) was advanced to the mitral valve and multiple grasps were attempted lateral to the commissure as first grasping attempts had no effect in reducing the mr. When the gripper cap was removed it was noted the mr increased therefore, it was decided to reposition the clip. The grippers were raised and the clip was unlocked and advanced slightly towards the left ventricle (lv). It was noted the grippers were lowering unintentionally. When the grippers were raised both leaflets became caught between the shaft and the grippers. Troubleshooting to keep the grippers raised was attempted by holding the gripper line with slight force. Controlling the cds was limited due to resistance while moving the clip as it was assumed that the clip got caught due to its near commissural positioning. Further, when the leaflet got caught between shaft and gripper it was hard to visualize the leaflet and gripper. The clip eventually got caught in the chordae. No further leaflet or tissue damage was reported. The clip was deployed with both leaflets partially grasped because the clip could not be removed. During deployment, clip detached from the posterior leaflet (single leaflet device attachment (slda)). It was decided to abort the procedure with the mr remaining at 3-4. The patient was sent to surgery on (B)(6) 2021 and underwent a mitral valve replacement. No additional information was provided.